Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ggt-2 on a cobas c 311 analyzer. No units of measure were provided for the ggt assay. The sample initially resulted in a ggt value of 0 with a data flag. The sample was repeated, resulting in a value of 32.

Manufacturer narrative:
The ggt reagent lot number and expiration date were requested, but not provided. A general reagent issue can be ruled out because calibration and controls are acceptable. The field service engineer checked the wash levels and these were correct. The wash nozzle springs were checked and were ok. The washing and drying of probes were correct. The reagent probe was replaced and contaminated tubing was cleaned. The reagent probe was adjusted. The piercer assembly was found in good condition and was re-adjusted. A sipper syringe was re-aligned. A cable appeared to be worn. A pump head was replaced and adjusted. Reagent disk cassette seating was checked. Precision studies were performed. Controls were run and were acceptable. Based on the provided data, it appeared that not enough sample was pipetted for the initial run. The investigation determined the service actions resolved the issues. There were no further occurrences after the service actions.